Manufacturer narrative:
The device was returned to mmdg, where it was evaluated. It was found to be under infusing outside the amounts that mmdg considers non-reportable. The pump was serviced by a third party, where the calibration appears to have been done incorrectly, causing the pump to under infuse. Mmdg could not confirm the original complaint. The pump was found to be falsely alarming and under infusing. The pump will be repaired and returned to the user facility.

Event description:
The initial reporter stated that the pump infused too fast and did not alarm when empty. During a follow up from mmdg, the initial reporter stated that the patient was doing fine after the event. Complaint (B)(4).